Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.